Manufacturer narrative:
It was reported the pt experienced an event 5-10 minutes into treatment that required the pt to be sent to the emergency room. The pt's rn reported that the event was related to a dialyzer reaction. Currently, the pt's prescription was changed to a non-fresenius dialyzer and the pt is reported to be doing great. Based on the prescription change, a serious injury MDR is being filed. A lot number was not provided; therefore, a manufacturing review cannot be performed. However, record review of each lot and catalog number received by the customer for the most recent 3 months have been screened. The symptom code has not exceeded the alert limit. Ref MDR's: 1713747-2013-00258, 1713747-2013-00259, 1713747-2013-00260.

Event description:
It was reported that about 5-10 minutes into treatment, the pt had a cardiac arrest. The event experienced occurred on three different dates ((B)(6) 2013). The reason for the pt reactions is unk. The pt was switched to baxter exceltra dialyzer and no symptoms were experienced. Follow-up with the pt's rn stated that the pt has been doing great since the dialyzer change. Based on treatment sheet for (B)(6) 2013: pre weight: (B)(6), pre temp: 98.3, post temp: 97.3. At 12:01pm, pt alert, resting comfortably. Treatment initiated without problem. At 12:03pm, pt alert, resting comfortably. At 12:08pm, pt alert, complaints of chest discomfort, pt stated she had symptom relief, applied o2 3 liters. At 12:51pm, pt alert denies complaints. At 13:00pm, pt alert denies complaints, 100cc na flush due to pt clot. At 12:33pm, pt alert denies complaints, 100cc na flush. At 14:04pm, pt alert denies complaints, 100cc na flush. At 14:38pm, pt alert denies complaints, 100cc na flush. At 15:10pm, pt alert denies complaints, treatment completed without problem. Post-dialysis notes: tolerated treatment. System clotted but pt refused to have another setup.